Event description:
A customer contacted beckman coulter inc. (Bec) reporting that when the order of immunoprep reagent a was received, the reagent bottle had leaked (immunoprep reagent a is a colorless, clear, odorless, nonflammable acqueous solution. Exposure may result in irritation of skin, eyes and mucous membranes). No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
The defective immunoprep reagent kit was replaced.(B)(4).